Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, immediate post procedural facial swelling / edema / extreme swelling/significant tear trough swelling, was assessed as meeting the reporting criteria of permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100091845 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This case was linked to MDR 3013840437-2020-00105, 3013840437-2020-00106, and 3013840437-2020-00107 referring to the same patient and the same reporter. This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female patient, who was a volunteer for on-stage injection demonstrations. She was injected with a total of 1.5 ml of radiesse(+)® into the jawline, on (B)(6) 2017. The batch number was reported as 100099860 (expiry date 04/2019). On the same occasion, while on the stage, the patient was concomitantly treated with a total of 1.5 ml of radiesse® (diluted with 1 ml of 2% lidocaine with epinephrine) into the submalar region. She also received a total of 2 ml of belotero intense lidocaine® into the nasolabial folds, marionette lines and perioral area and a total of 3 ml of belotero volume lidocaine® into the periocular region and upper cheeks. The batch number for radiesse® was reported as 100091845 (expiry date 07/2018), for belotero intense lidocaine® as 546103/1 (expiry date 01/2019) and for belotero volume lidocaine® as 547177/1 (expiry date 04/2019). The needle was used for injection of all products. The on-stage treatment was not completed with the time allotted for the demonstration, so the remainder of the patients treatment was completed back stage. While back stage, the documentation of the patients treatments was not performed, and there was no information about the doses, treatment areas or products involved. This was the patient's first time receiving aesthetic fillers. The patient had no allergies and no aesthetic treatments in the past. The patients further medical history and concomitant medication were reported as none. On (B)(6) 2017, during the treatment with radiesse(+)®, the injector noted the patient experienced a lot of bleeding and edema on the face (also reported as immediate post procedural facial swelling), but tolerated the injections well. The patients after care was provided by another physician. On (B)(6) 2017, the patient reported extreme swelling in the perioral regions bilaterally, which was noted by the physician as well. On (B)(6) 2017, the patient was seen at the clinic. The noted swelling was marked around the mouth on the right side. By this time, the physician confirmed the swelling had generally gone down. The patient was doing well. The physician flushed the swollen area around the mouth with saline and recommended the patient to take some antihistamines for the swelling. The patient was not hospitalised. No systemic antibiotics were prescribed. The clinic was planing to see the patient for another follow-up next week. The outcome of the event "a lot of bleeding" was reported as resolved on (B)(6) 2017, and the outcome of the events "immediate post procedural swelling / edema" and "extreme swelling" was reported as resolving. The intensity of the events "a lot of bleeding" and "extreme swelling" was considered as severe and the intensity of the event "immediate post procedural swelling / edema" was reported as moderate. In the opinion of the reporter, the events were not life-threatening, not considered to be permanent and related to radiesse(+)®, although, according to the physician, it was difficult to pinpoint what was injected off stage. Follow-up information was received on 25-nov-2017: the physician confirmed that some swelling still remained. The outcome for events "immediate post procedural facial swelling / edema" and "extreme swelling" remained resolving. The physician also reported that some delayed onset bruising in the face occurred in (B)(6) 2017, which still remained, but was clarified as resolving. No additional treatment was given. In the opinion of the reporter the event "delayed bruising (face)" was considered as moderate. Follow-up information was received on 04-dec-2017: the follow-up information received on 25-nov-2017 was erroneously included to this case. Therefore, the event "delayed bruising (face)" was deleted. The physician reported that the patient had not yet recovered. She still had swelling around her eyes and mouth. The outcome for the events "immediate post procedural facial swelling / edema" and "extreme swelling" remained resolving. Follow-up information was received on 09-feb-2018: the physician confirmed that until the time of this report he had seen the patient five times for assessment, on the following dates: (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018. Until the time of this report, the corrective treatment included three treatments with a saline flush, hyaluronidase and twice with additional filler belotero balance®. The physician injected some more filler (belotero balance®) to camouflage the periorbital swelling from radiesse® and also in the perioral region. He was going to continue to follow this patient. The outcome of the events remained unchanged. Case closure dated on 06-apr-2018: no further information could be obtained and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 09-oct-2020: this case was upgraded to serious. The event tyndall effect was added. The event terms immediate post procedural facial swelling edema was amended to immediate post procedural facial swelling/ edema/extreme swelling/significant tear trough swelling and the coding was changed from injection site edema to injection site swelling. Severity was changed from moderate to severe. The event term facial swelling was deleted as it was included in the amended event immediate post procedural facial swelling/ edema/extreme swelling/significant tear trough swelling. The linking sentence was amended, arisg was changed to lssmv. The patients initials were amended to privacy due to the latest data entry guidelines. The physician confirmed that the patient developed significant tear trough swelling around the lower eyelids after the event, which persisted weeks to months. The patient came back after almost 3 years and had significant tyndall effect and swelling in place for over 2 years (considered as permanent). The physician was going to see the patient the day of this report, on (B)(6) 2020, and melt out what they can. As reported, the physician was in for a few visits. The outcome of the events tyndall effect and immediate post procedural facial swelling/ edema/extreme swelling/significant tear trough swelling was reported as not resolved. The outcome of the event a lot of bleeding remained unchanged. Follow-up information was received on 19-oct-2020: the batch record review was received and the lot number for radiesse® was confirmed as 100091845 (expiry date 07/2018). A lot search in the global safety database was conducted. As reported, it was believed that the patient was treated with both radiesse® and hyaluronic acid during the event, in the same tear through region. It was confirmed that the event tyndall effect occurred immediately following the company's global event, in the lower eyelids and tear trough region, on (B)(6) 2017. The significant tear trough swelling around the lower eyelids was present since the injections and the hyaluronidase injections only helped partially. The swelling in face and perioral region never fully resolved and was still present at the time of this report. As reported, the tyndall effect improved but unresolved fully. The outcome of the event tyndall effect was reported as resolving and changed from not resolved. The outcome of the events facial swelling and a lot of bleeding, remained unchanged. Follow-up information was received on 23-oct-2020: assessment of the follow up from 19-oct-2020 was corrected. The reporter confirmed that the patient had hyaluronic acid and radiesse® in the tear through region. The patient received radiesse® in the submalar region and it presented in the tear trough region, contributing to the excess swelling. Multiple hyaluronidase injections improved the region, by removed whatever hyaluronic acid was present, but there was still palpable product, radiesse®, in the area adjacent to the tear through causing undesirable aesthetic effect. Due to the provided information the outcome of the event immediate post procedural facial swelling/ edema/extreme swelling/significant tear trough swelling was considered as resolving and changed from not resolved to resolving. The outcome of the remaining events was unchanged.